Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device with upload in retry moved. User reported unexcepted shutdown. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had retry mode and upload stopped error. The technical support specialist connected to both the station and the server, identified that the system was in retry mode, and resolved the issue by applying knowledge article "medes retry mode: insert into tx.transactionsession - dispensingdevicesnapshotkey" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.